Manufacturer narrative:
Additional information was received, by smiths medical on (B)(6) 2021, that the event occurred, during preventative maintenance. No patient involvement reported.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, under infusion was not able to be confirmed. A "cassette not attached" error was able to be replicated by analysts confirming one of the reported issues. The uso sensor was found to be defective. The expulsor was trimmed as a preventive measure for potential accuracy issues. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was under infusing. It was additionally noted that the cassette was not attached. There were no reported adverse events.